Event description:
Customer reported softclix lancet device not retracting after firing. Customer also reported an accidental needlestick which did not require medical attention. No adverse event reported. Requested return of suspect device and replacement was sent.